Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the b5 and h10 section. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. Date of birth -1957 race - chinese.

Event description:
Additional information was received (B)(6) 2019: the angio-seal device was used to stop the bleeding after a cerebrovascular surgery while using a 6fr procedural sheath.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal packaging was opened for operation, it was found that the dilator was broken, and the next operation could not be carried out. A new blood vessel packer was used for the subsequent operation. The patient's physical condition was stable. The operation was finished successfully after use of another angio-seal device.